Event description:
It was reported that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 40 mg/dl when his actual blood glucose level was 190 mg/dl. Troubleshooting was done. Advised that this sensor glucose and blood glucose reading difference was not within an acceptable range. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.